Manufacturer narrative:
The pump passed the displacement test. However, the pump was received with corroded electronic and motor assemblies. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 168 mg/dl. The customer stated that she went swimming with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.